Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they spoke to their healthcare provider (hcp) as they felt like their stimulator was not adjusted correctly and they felt they were back to zero. Patient would like help making an adjustment to their stim settings. Agent reviewed considerations for therapy optimization and provided general programming guidance. Patient elected to change programs. Agent then walked the caller through connecting to the ins, switching programs, and increasing the amplitude. Patient confirmed they felt the stimulation in the bicycle seat area, but it was buzzing, and it was uncomfortable. Agent advised decreasing the stimulation. Patient said they no longer felt the sensation. Agent advised staying on that level first and monitoring their symptoms and redirected to hcp if symptoms persisted.